Event description:
A customer contacted beckman coulter inc (bci) stating that more than 75% of all rheumatoid factor (rf) results generated by the synchron lx20 pro analyzer were slightly elevated (just above the cutoff value of 20iu/ml). There was no affect to patient with regard to this event.

Manufacturer narrative:
No additional information is available for this event.